Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high threshold and high impedance in bipolar and low impedance and low threshold in unipolar. On the xray a break in the lead by the clavicle can be seen. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.